Manufacturer narrative:
Local service department checked the subject device and found that the circuit board and the cable were defective. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. The error e230 means the abnormality found in ccu would not be cleared after cpu was reset. Omsc presumed that the reported phenomena occurred due to the failure of the circuit board and the cable.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that the error message e230 was sporadically displayed at startup, and the touch panel on the front panel no longer worked. There was no report of patient injury associated with the event.